Manufacturer narrative:
Concomitant products : 5076-45 lead, implanted (B)(6) 2009.

Event description:
It was reported that during a routine device replacement procedure, an observation was displayed on interrogation that noted the left ventricular lead threshold increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.